Manufacturer narrative:
It was reported that the dcs was discarded and would not be returned for analysis. (B)(4)

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The findings from similar investigations may point to a variation in the drive wire component and influence of the operator (particularly in regards the level of experience with assembly technique) as potential compounding factors in the root cause of the deployment issue. Without return of the subject device for evaluation or the angiogram cine for review, an assignable root cause cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the valve could not be released from the delivery catheter system (dcs). The dcs and valve were removed from the patient. A different dcs was used to complete the valve implant procedure. No adverse patient effects were reported.